Event description:
The customer reported experienced frequent high readings in the past month with the highest recorded being displayed as "high," (specific value was not provided). To manage the high glucose, the customer administered a correction injection via manual injection. Technical support recommended switching to a manual insulin regimen until a replacement pump was received. The customer changed the infusion site multiple times and tried a different insulin type. Additionally, a new infusion set was recommended due to the long-term diabetes condition.